Event description:
Nurse was scrubbing field and had her hand over the cord of the pencil. Pencil was in the holster. There was a retractor nearby and nurse doesn't remember if she touched the retractor, but felt a shock and noticed a burn hole through her gown. Nurse mentioned that she received a superficial burn but was doing fine. She cleaned up the burn and continued working. Patient was fine. Patient did not receive any injuries.

Manufacturer narrative:
(B)(4).

Event description:
Device issue: none. Adverse event: in-stent restenosis. Time of adverse event: approx 1.5 months and 20 months post stent implantation. It was reported, via trial, that approx 20 months post, a right internal mammary artery (rima) graft to right coronary artery (rca) stenting procedure, placing 3 xience v stents in a restenosed graft (index procedure on (B)(6) 2008), and approx 1.5 months post a rca stenting procedure, placing 2 xience v stents (index procedure on (B)(6) 2010), the pt experienced chest pain and shortness of breath upon exertion. An angiogram performed on (B)(6) 2010, found approx 50% in-stent restenosis (isr) within the 3 xience v stents located in the arterial graft and approx 90% isr in the 2 stents placed in the rca. The ECG was negative for myocardial infarction. No treatment was done for the 3 stents; however, on (B)(6) 2010, a cutting balloon and drug eluting stents were placed within the 2 stents in the rca. On (B)(6) 2010, the event resolved and the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report the following information was received: on (B)(6) 2010, the patient reported severe chest pressure which was relieved by nitroglycerin. On (B)(6) 2010, a diagnostic angiogram revealed in-stent restenosis within the graft in the distal right coronary artery. Percutaneous coronary intervention was performed. There was no adverse patient sequela and on (B)(6) 2010, the patient was discharged. There was no additional information provided.

Event description:
Subsequent to the previous reports, the following information was received. On (B)(6) 2011, the patient experienced angina. Mild restenosis was found in several areas of the right coronary artery (rca). The right posterior descending artery (rpda) , where no known abbott stents are implanted was occluded. Due to anginal symptoms and known severe aortic stenosis, on (B)(6) 2011, coronary artery bypass graft (CABG) surgery was performed to the rpda and left ventricle branch of the rca as well as aortic valve replacement surgery. The night of the surgery, the patient experienced some seizure activity; however, this resolved and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The xience v 3.0 x 18 (part 1009541-18, lot 8052961), xience v 3.0 x 28 (part 1009541-28, lot 8043061), xience v 3.0 x 18 (part 1009541-18, lot 0030141), and xience v 3.0 x 15 (part 1009541-15, lot 9121741) are being filed under a separate medwatch MFR numbers. Eval summary: the reported angina and stenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, angina, stenosis, dyspnea and hospitalization are listed in the risk assessment matrix as no-fault complications. Reportedly, 3 xience v stents were placed in a re-stenosed vein graft. It should be noted that the IFU states "the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm". It is unk if implanting the xience v stents in the vein graft contributed to the patient effects. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any cannot be determined, there is no indication of a product quality deficiency with respect to mfg or design. All sds are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.